Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer called to report being hospitalized for high blood glucose. The blood glucose reading was 404 mg/dl. Troubleshooting was performed. The programming was not correct and the bolus history did not match to the daily totals. No further information was provided.